Event description:
It was reported that the 2600 system had no power to the table prior to any case. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power was repaired during the service call. The system was tested and found to be working as intended and put back into service.